Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.

Event description:
Biomed called on behalf of a user facility indicating that he received a unit from respiratory therapy with a note stating that it had the high ext peak press alarm. This issue was found during pre-pt use checks. Carefusion technical support advised biomed to attempt to duplicate the reported issue, then calibrate the unit to see if the issue resolves, he was to call back for further assistance.

Manufacturer narrative:
(B)(4). Biomed call back, and requested for field service to come and assist with re-calibrating the transducers. Field service went onsite and re-calibrated the transducers, characterized the flow control and exhalation valve. He then performed operation verification procedure testing, then left the unit running overnight. He checked the unit the next day and found no alarms and no drift on the transducers. He reviewed his findings with the biomed department.